Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual movement disorders. It was reported that the patient went to their doctor and was told to go the emergency room (ER) and ¿it almost killed her¿. The ins was checked and it showed the device had been off for 3 days. The patient stated they were not expecting it to be off. There were no further complications reported or anticipated.